Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's implantable cardioverter defibrillator failed to deliver therapy during arrhythmia. Patient had three arrhythmias and one external defibrillation shock was given in ambulance on the way to the hospital. Arrhythmia could not be terminated with delivered therapy. Patient passed away.